Event description:
According to the reporter: 5mm seal on reducer cap is failing/loosening/falling off, causing pneumo leak on instrument insertion/withdrawal. No patient impact. Opened new unit, continued case. The lot number of the device is unknown but the lot numbers the account currently has in stock is (B)(4). Times this failure has occurred? There are no other ftrs for this product ID from (B)(4) and I am required to open a ftr for each incident that occurred. From what the customer said today at least two dozen times.

Manufacturer narrative:
(B)(4).